Manufacturer narrative:
B3: date is approximate with month/year validity. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a manufacturer representative (rep). In response to the inquiry for when in 2021 did the patient¿s pain at/around the implant site start, the rep replied that the pain had started in (B)(6) 2021. In response to the inquiry for if the patient¿s pain that persisted after explant had been caused by or related to the device/therapy and/or implant procedure, the rep replied ¿unknown.¿ in response to what steps had been taken to resolve the persisting pain post explant, the rep replied ¿unknown,¿ and that the surgeon had stated that the patient had been referred to a neurosurgeon but the patient stated they weren¿t interested in setting up an appointment. In response to the inquiry for if the issue had been resolved, the rep replied ¿no,¿ as the patient had stated they weren¿t interested in a neuro referral. The rep replied that ¿yes,¿ the unknown answers had been requested from a surgeon who stated that the patient was being referred to a neurosurgeon.

Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was reporting pain at the implant site/implant had been causing pain at/near the implant site, the patient had their device removed by the surgeon and their pain was persisting after removal. The rep noted that there were no environmental/external patient factors known and that the interventions/actions that were taken to resolve the issue were that the surgeon removed the device on (B)(6) 2021 without the manufacturer representative (rep) present. The event was reported by the health care professional (hcp) to the rep on 2021-oct-11. The issue was not resolved as the patient was now reporting pain at the implant site and pain persisting after removal. The rep indicated that the device would not be replaced.